Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 9. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.